Event description:
The account alleged that the hi/low drifted down on this bed. The account feels that the problem is in the hi/low drive brake assembly.

Manufacturer narrative:
The account cleaned the hi/low drive brake assembly to repair the bed.